Manufacturer narrative:
The lift was still in use for two years after the reported incident with no further issues. In may 2017, it was replaced. The lift is not being returned for evaluation because it has been discarded.

Manufacturer narrative:
The lift has not been returned at this time. The unspecified injuries to the nurse using the lift are an impairment of body function and head injury. No photos or information about the lift have been provided. Requests for additional information on the event, sustained injuries, medical treatment and any device identification, including model and serial number, have been unsuccessful. Should additional information become available, a supplemental record will be filed.

Event description:
Lawsuit received stating that a patient lift used to transfer a patient collapsed. The nurse performing the transfer was hit in the head and injured. Impairment of body function, closed head injury and pain.

Manufacturer narrative:
The complaint contact provided the serial number and photos of the device. The lift was approximately (B)(6) at the time of the event. The photos did not show any apparent defects with the lift, just what appears to be wear from normal use. A correction to the event date was made updating it to may 1, 2015. Additional information was requested, but no other details about the event have been provided. Should further information become available, a supplemental record will be filed.

Manufacturer narrative:
The complaint contact provided information identifying the patient lift model to be a 9805. Additional information was requested, but no other details have been provided at this time. Should further information become available, a supplemental record will be filed.